Event description:
Healthcare professional reported "grade 3 capsular contracture was observed on left breast." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: weight to the spec, crease fold, yellow particles in the surface of the device and deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: "grade 3 capsular contracture was observed on left breast."